Event description:
: Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were  seeing por (power on reset) screen while attempting to connect to ins. Pt denies having ins battery depleted and states charges weekly. Troubleshooting was performed by dismissing code and proceeding with placing device into MRI mode with pt.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.